Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that there was moisture damage on the insulin pump. The customer's blood glucose was 115 mg/dl at the time of incident. The customer stated that the pump alarmed button error and he was unable to clear it. The customer stated that it was 100 degrees where he was and he was sweating. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was not returned for analysis.